Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable valve (ID 823100) was implanted in a pediatric patient via v-p shunt on (B)(6) 2014 with 80mmh2o. Since the patient developed hypotension on (B)(6) 2023, the operator tried to change the setting pressure from 80mmh2o to 120mmh2o, but it could not be changed. The patient presented with headache and ventricular shrinkage was observed. Since shunt failure was suspected, the valve was removed and replaced on (B)(6) 2023.

Event description:
N/a.

Manufacturer narrative:
Hakim programmable valve (823100) has been returned for evaluation: failure analysis - the valve was visually inspected: some biological debris was noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. Root cause analysis - no root cause could be determined for the programing issue reported by the customer as the technician could not confirm any programing issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to the biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.